Manufacturer narrative:
The MFR did not receive the affected device for review, as it has been re-implanted in the patient. Once more information is received, an updated report will be submitted. 9613350-2013-02022 .

Event description:
According to the report, the surgeon followed surgical technique and progressively broached to prepare the femoral canal for the avenir muller stem. He did not perform a trial with the provisional. He simply implanted the real prosthesis after broaching. The real prosthesis sat exactly where the broach sat. However, the neck of the avenir stem was quite a bit longer than the neck of the m/l taper stem, the stem he is used to using. Consequently he was unable to reduce the hip once the real avenir stem had been implanted. Unaware of another extraction tool, the surgeon proceed to use a viscrip slap hammer to extract the prosthesis from the patient. The stem was securely seated and required significant force and effort to be removed. Concerned about the integrity of the stem's taper after extraction, zimmer sales representative present during the surgery called zimmer warehouse and had them deliver an additional stem. The sales representative offered this additional stem to the surgeon and expressed her concern that the stem's taper may have been compromised during the extraction process. The surgeon decided instead to re-implant the same stem into the patient.